Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that during a stent placement procedure for the right superficial femoral artery occlusion via the right femoral artery, the stent was allegedly foreshortening. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent products is identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical sample was not available, and images were not provided which leads to inconclusive evaluation result. The system was correctly held at the stability sheath and the introducer was kept stationary during deployment; the vessel was not tortuous/ calcified, and the lesion was pre dilated; 6f introducer with 0.035" guidewire were used for access. Based on the information available the investigation is closed as inconclusive for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described, in particular the instructions for use state: 'confirm that the introducer sheath is secure and will not move during deployment (...) Gently hold the stability sheath close to the introducer sheath and keep it stationary and under tension throughout deployment (...) Remove slack from the stent system held outside the patient. Caution: any slack in the stent system (outside the patient) could result in deploying the stent beyond the target site.', and 'hold the green stability sheath. Do not hold or touch the brown moving sheath.' In regards to pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under required material the instructions for use state: '5f (1.67 mm) or larger introducer sheath (...) 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire'. H10: g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure for the right superficial femoral artery occlusion via the right common femoral artery, the stent was allegedly foreshortening. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure for the right superficial femoral artery occlusion via the right common femoral artery, the stent was allegedly foreshortening. There was no reported patient injury.